Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction found during device evaluation is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
This supplemental report is being submitted to provide the correction of the final investigation.

Manufacturer narrative:
The complaint was reported because image problem. Insufficient light from the light guide lens. The product was returned to olympus service team. The product analysis confirmed that lg bundle break, crack glue, corrosion on lg lens, dents and scratches on c-cover, leaking from a/w channel at de side, buckle and collapsed it, cover insulation. One or more failure mode(s) identified has been previously investigated through the product technical investigation (pti) process and therefore does not require any further investigation. See coding table for the pti reference number associated with these failure modes. A DHR review was not conducted as the cause was not related to manufacturing, packaging or labeling. A labeling review is not required as there is no evidence to suggest that the user may not have properly handled/used the device in accordance with the IFU. A CAPA, complaint and risk review was completed for the additional noted failures are lg bundle brk (a0401 - break) g05009 - optical fiber, corrosion on lg lens (a040502 - corroded) g05006 - lenses where no harmful risks or trends or related capas were found. The complaint was confirmed the device has the scope has dim light and attribute it to corrosion on the light guide lens. The most probable cause of the complaint is d02 - cause traced to component failure, expected or random component failure without any design or manufacturing issue. Due to c0201 - electrical/electronic component problem identified, the performance of an electrical or electronic component was found to be inadequate. No further escalation is required.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had corrosion on lightguide lens. There was no patient involvement.